Manufacturer narrative:
Analysis of the pump revealed pump in safe state; motor stall occurred; motor stall recovery occurred; low battery reset; no anomalies seen. Final analysis revealed pump/battery/high resistance.

Event description:
It was reported that the pump was at end of life; normal battery depletion; scheduled replacement. No injury was noted. The drugs in the pump were hydromorphone and bupivicaine.